Manufacturer narrative:
Based on the info currently available, it is not known whether the device caused, or contributed to the event. This report is being submitted, even though no intervention has been reported, due to the potential for interventional activity associated with the symptom of pain and this device. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.

Event description:
Attorney's report of pt's alleged pain due to a defective mesh.